Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt underwent a total left hip arthroplasty on (B)(6) 2008. Due to "cup movement" and loosening a revision surgery was scheduled for (B)(6) 2011.